Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was a cylinder tubing leak. The 22cm cylinder and pump were removed, and the reservoir was retained. A new 22cm device was implanted.

Manufacturer narrative:
A titan touch pump and cylinders were received for analysis. Partial separations within abrasion were noted on all pump tubing. These were not sites of leakage. No functional abnormalities were noted with the pump. A separation was noted near an area of confined abrasion on the exhaust tube of cylinder 2, near the tube/strain relief junction. This was a site of leakage. Partial separations within abrasion were noted on the exhaust tubes of cylinder 1 & 2. No functional abnormalities were noted with cylinder 1. Based on examination of the returned product, it was concluded that the abrasion marks noted on the pump and cylinder tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 2 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the cylinder exhaust tubing at the tube/strain relief site. A separation of this type could then allow the loss of fluid, making the device inoperable.